Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge into a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the caller through the process of cleaning the pneumatic tap area and instructed on filling and loading a new cartridge. Loading the second cartridge resolved the issue, allowing the caller to successfully resume insulin delivery and place the pump back in its case.